Event description:
While implementing a field change order (fco), the field service engineer found pins on the battery pca board defective. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.